Event description:
While preparing swan-ganz for use, balloon was inflated and it did not deflate passively for 6 hours. It deflated partially when pulled with syringe. Follow-up with the account noted that the syringe was left attached after balloon inflation. The product was not used and no patient injury occurred.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. The balloon failed to deflate fully with the returned syringe attached. As stated in the instructions for use, ''passively deflate the balloon by removing the syringe from the gate valve.'' All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x magnification. The balloon deflation report was not confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling (i.e. Failure to remove the syringe from the gate valve for deflation) caused the event. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported while preparing the swan-ganz catheter for use, balloon was inflated and the balloon did not deflate passively. It deflated partly when the syringe was pulled. There were no patient complications.